Manufacturer narrative:
The reported event is unconfirmed- product met specifications per waiver issuance. Photo: received two (2) photo samples. Both photo samples showcase four (4) unopened iscs. One (1) isc had double sided tape, the other two (2) iscs did not have double sided tape, and the fourth isc unable to determine. Based on the photo samples received and the waiver issuance, the product meets specifications. No additional action is required at this time since root cause was not identified. A review of the device history record was not necessarily due to the reported event being unconfirmed. As the reported event was unconfirmed, a labeling review was not required. Correction: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a defective intermittent catheter due to the adhesive missing. They were able to get replacement product sent, however the replacement product also was missing the adhesive.

Event description:
It was reported that customer had a defective intermittent catheter due to the adhesive missing. They were able to get replacement product sent, however the replacement product also was missing the adhesive.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.